Event description:
It was reported via the user facility/medwatch 5112257 that guide wire coating issue and device entrapment occurred. A 300cm v-14 control wire was advanced for treatment. However, it was found that the coating over distal portion (approximately 7mm) of the guidewire was retained in calcified plaque of the right lower extremity. No patient complications were reported.